Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 0.5cm cut line. The distal sutures on the anvil and cartridge side were still anchored. A small section of reinforcement material was noted to be anchored to the anvil side of the reload. The reload adapter and articulation flag were noted to be broken off of the proximal end of the reload and were lodged in the distal end of the returned adapter. It was reported that the device was difficult to unload and the instrument broke. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur due to over flexure of the reload while attached to the instrument. This condition can lead to the reload being difficult to remove from the adapter. The broken articulation flag can occur if the loading unit is forcefully rotated while only partially inserted into the instrument shaft or if trying to remove loading unit without articulation lever being in neutral position. It was also reported that the instrument locked on tissue and the device partially fired. The reported issues were confirmed. The most likely cause could not be established from the information available. This issue may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. It was additionally reported that the knife blade was difficult to retract and the reload was not recognized. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Do not attempt to insert or remove the instrument from the trocar sleeve if the instrument is in the articulated position. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigadaptxl, sig power sigadaptxl linear xl adapter (sn: (B)(6)); sigphandle, sig power sigphandle handle (sn:(B)(6)); sigmret, sig power sigmret manual retract tool (sn:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, at the time of firing the third reload on the stomach, the device stopped firing about 0.5cm from the end and locked on tissue. The surgeon tried restarting the device by pressing the two green buttons, but nothing happened. Then the adapter was detached and reattached back into the shell, but the reload remained locked on tissue and the blade was stuck; it did not move back. A manual retraction tool was then used to pull the blade back. However, nothing happened when the surgeon rotated the tool. A new shell was used, but the issue was still the same. It was noted that none of the holes on the adapter do anything. Then the handle's display showed that a reload needs to be connected into the adapter. To resolve the issue. The surgeon used a manual handle and a new reload to resect next to the jammed stapler. When checked it was noted that the part of the reload connected into the adapter was broken. Therefore, it impossible to unload from the adapter. It was also noted that the distal staples were able to exit the cartridge, but was not formed. The issue led to an even narrower pouch form, less than one inch extended incision, over two hours extended surgical time, tissue loss, and three days extended hospitalization. Afterwards, the same handle and manual retraction tool were tried on with a new adapter and was able to work normally.